Manufacturer narrative:
Additional information provided noted that this right ventricular lead was surgically abandoned and will not be returned

Event description:
Boston scientific received information that after the previously implanted device was explanted due to normal battery depletion it was noted that this right ventricular lead had displayed an increase in pacing impedances while implanted. All impedances measurements remained within normal range. Upon implanting the new device the pacing impedances appeared to increase more and pacing thresholds had also increased. The lead remains implanted with the new device. Subsequently, additional information provided noted that high out of range pacing impedances were displayed. At this time the patient is being monitored and there was no change to the right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this right ventricular lead was surgically abandoned and will not be returned.